Event description:
On (B)(6) 2010, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The preoperative aneurysm diameter measured 45 mm. On (B)(6) 2013, follow-up CT images indicated a possible type 2 endoleak. The aneurysm diameter measured 49 mm. On (B)(6) 2014, follow-up CT images indicated an aneurysm enlargement. The aneurysm diameter measured 52 mm. The physician suspected either a type 2 or type 3 endoleak, and planned a reintervention. On (B)(6) 2014, dsa image confirmed a type 2 endoleak from a vessel originating from the right internal iliac artery. Coil embolization was performed to treat the type 2 endoleak. Final angiogram showed a slight type 2 endoleak from another vessel originating from the left femoral artery, which was left to be monitored. The procedure concluded.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.